Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: complaint sample: 1 unit as open complaint sample foil along with disintegrated suture pieces, needle, zipper tray and lid received for evaluation for code nw2437/lot t6030. Complaint sample was visually inspected against mentioned voc performance-breakage suture/performance-pull off suture needle and it has been observed that suture received was in complete disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as bottom cavity side of the pack were observed. Returned needle was inspected against 10x magnification and found satisfactory. Retain sample evaluation: five retain samples of incident code nw2437 and lot number t6030 was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. As the complaint is related to performance - breakage suture, as well as pull performance ¿ pull of suture-needle, knot tensile strength test and needle pull-off test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual needle pull-off and knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.   Additional information was requested and the following was obtained: could you please clarify if by "detached from needle" are you referring to the portion of the suture that broke or if there was an additional needle pull-off (the needle prematurely releases from the suture strand during use)? Suture broke, and needle separated from suture. What tissue was being approximated or sutured when it broke? Bladder suturing. Were there any patient consequences? No. How was the procedure completed? They took another suture. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and the suture was used. During surgery, while closing tissue, the suture broke and detached from needle. There were no adverse patient consequences reported.